Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). Additional malfunctions were the switch had no alarm and the 4 way, pilot valve and o-ring were all defective.